Event description:
Attorney reported: the pt suffers from an umbilical hernia as well as a recurrent ventral hernia. In 2005 - the pt was implanted with two bard composix kugel hernia patches, model numbers 0010203 and 0010204. As a direct and proximate result of the implantation of the composix kugel mesh patch, the pt was caused to suffer physical injuries including, the requirement of subsequent surgery to remove the defective and a bout with staph infection.

Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. Info related to the recalled composix kugel mesh implanted in 2004, will be reported in accordance with rae.